Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd syringe with luer-lok¿ tip was broken. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the barrel of the bd syringe with luer-lok¿ tip was broken. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one actual sample with open package was returned for investigation. The sample was subject to visual inspection and observed damaged on syringe barrel, needle shield broken and needle bent. From the manufacturing records, (B)(6) 2018, production encountered needle tooling jammed issues and the needle luer slip tooling #24 was replaced. Probable cause for this non-conformance happened when there was needle product jammed inside needle assembly dial tooling and the subsequent syringe was forced into the assembled needle tooling. This resulted in the needle shield broken and needle bent and therefore the syringe rubbed against the tooling and caused the damage on the syringe barrel. The nonconformance could have been escapees which was failed to remove by the production technician from the line during line clearance resulting it to flow to subsequent process.